Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and swollen knee. It was also reported that the components look well fixed on x-ray. After opening the knee the patient had excessive fluid in the knee. The tibial tray looked well fixed with no fluid coming out under the tray when pushed on. The surgeon tapped up on the tray with a footed punch and after 3 taps the tray popped off. It was also reported that there was a loosening of the tibia at the cement to implant interface. Unknown cement was used. There was no cement stuck to the bottom of the tibial tray. The femur and patella were well fixed and retained. The tibia was revised. The patient is stable. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.